Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headache, sore throat and infection. The patient did report receiving medical intervention and was prescribed medication. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of an unknown dust contamination and keratin-like substance in the top enclosure, ui panel, on top of the blower box, on the blower, blower seal, and bottom enclosure and around the blower box outlet. The manufacturer found evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 5 instance of: e-53 and 2 instance of: e-200. The manufacturer concludes the contaminates found were consistent with an unknown contamination and keratin. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headache, sore throat and infection. . The patient did report receiving medical intervention and was prescribed medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.